Event description:
It was reported that during treatment the canister displayed a full canister alarm when it was empty and changed new canisters. It is unknown if a backup was available and if there was a delay in the case.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation, nor photos to review. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned, then this evaluation will be re-visited. A review of the device history has not been possible as no batch/lot number was provided, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances which are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.